Event description:
Pt experienced a midshaft femur fracture in (B)(6) 2011. On (B)(6) /2011, pt was implanted with a trochanteric fixation nail, a helical blade and an end cap. The implanting surgeon left the construct a little proud and when the pt abducted, the nail was hitting the acetabulum and removing bone. Pt presented to the explanting surgeon complaining of pain and the nail, blade and end cap were removed on (B)(6) 2011. None of the implants were broken and pt has requested the implants. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
A review of device history records for mfg revealed no complaint related issues.